Event description:
Boston scientific crm received information that this atrial lead exhibited impedances greater than 3000 ohms and noise in vddr mode. The pacemaker was programmed to vvir mode to resolved the noise issue. No adverse patient effects were reported. Additional information indicated this lead was surgically abandoned due to high pacing impedance measurements greater than 2000 ohms and no sensing. There were no adverse patient effects reported.